Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the cutting teeth of the instrument are dull. The root cause is attributed to heavy usage/ wear out over time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
1 quickset ace grater head 48 mm received at can chu. Examination of the returned instrument found the cutting teeth of the instrument are dull.